Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospice care. The customer was hospitalized on (B)(6) 2017. The cause of death was not provided but the customer was in hospice care and had started refusing treatment. The caller stated that the customer had kidney failure that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected more than 48 hours prior to passing. The customer was taken off the pump and put on manual injections after an emergency room visit due to low blood glucose. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.

Event description:
Caller clarifies that the device will be returned for analysis.

Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected alarm error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and dat at 0.08750 inches. However, pump received with intermittent button response on the express bolus and escape buttons. Unable to determine root cause due to pump preservation. Pump received with no battery installed. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked lcd window, stained back address label and minor scratched lcd window. Data analysis: there is no data listed for the dated of (B)(4) 2017 due to pump received without battery installed. Pump received with intermittent button response due to flattened express bolus and esc button dome switches. The keypad connector on j2/lcd is locked properly during visual inspection.

Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected alarm error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and dat at 0.08750 inches. However, pump received with intermittent button response on the express bolus and escape buttons. Unable to determine root cause due to pump preservation. Pump received with no battery installed. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked lcd window, stained back address label and minor scratched lcd window.